Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and had a screen that began fogging up. The customer stated that there was moisture in the insulin pump, possibly from insulin. The caller did not find any moisture in the reservoir compartment. The customer's blood glucose was 115 mg/dl. The caller was unsure how the device had been exposed to fluid or moisture. She did not know whether the device had been dropped but noticed a scratch on the screen. She advised that she could still see the screen. She could see little bubbles in the bottom right hand of the screen. She stated that, after the button error alarmed, the device would not allow her to scroll down. She stated that the customer had fallen but did not know if she hit the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.